Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported guide break and needle to cuff miss/suture retrieval issue were confirmed. Difficult to insert into the anatomy and difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. In addition, the analysis of the returned device found a posterior foot separation and was not returned with the device. The location of the foot is unknown. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the calcified and scarred right common femoral artery was attempted using a proglide device via a 6fr sheath, after a percutaneous coronary intervention (pci) procedure. Reportedly, slight resistance was felt when inserting the proglide device into the patient anatomy. When the plunger was removed, no sutures were attached to the needles. When attempting to remove the proglide device, it was difficult to remove from the patient anatomy. The body of the proglide device was broken open to pull the activator wire in an attempt to retract the footplate. The proglide device could still not be removed. A cut down was performed, the device was removed and the artery was sutured closed. Manual compression was also applied. Once the proglide device was removed, it was found the guide was separated where the black and silver parts meet, held together by the activator wire. The patient was kept overnight for observation. There was no reported adverse patient sequela. There was reported clinically significant delay in the entire procedure. No additional information was provided.